Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the cartridge was leaking. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. No impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.